Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer replaced the latched to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed storage space unit. The customer reported that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.